Manufacturer narrative:
A service call was performed; centrifuge shake and pressure were adjusted. Patient samples were run without issues. Red cells of of various rh phenotypes, including weak d cells, were tested with retention anti-d series 4, lot 504690 and anti-d series 5, lot 505546. The expected reactivity was observed in all testing. The customer did not return product or sample for investigation as repeat testing on the instrument results in the expected result of o, negative.

Event description:
Customer stated an o, negative patient resulted with a ntd on the abs2000 but displayed positive results with anti-a and anti-d series 4 and 5, and an inv with the a1 cells. The sample was repeated on the abs2000 and resulted with an o positive type. The customer stated manual tube testing resulted with an o negative type. Customer reported that splatter was present in the centrifuge area of the analyzer.